Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Visual examination of the returned product identified that pieces of the face of the shaft have chipped away. The chipped pieces were not returned. The hex features at each end of the shaft have been dinged, gouged, and deformed. The shaft is heavily scratched such that the surface finish has become dull. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cup inserter shaft is fractured at the tip. There was no known impact or consequences to the patient. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.